Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an autonomous cursor issue after the software up date and the second reboot. It was observed the finger touch was not working properly. Electromagnetic interference (emi) repair was performed to avoid issue with touchscreen functionality. Additionally, right keyboard hinge, upper and lower bullets were broken. All found defective parts were replaced and all other identified issues were resolved. The software was re-installed and updated to the newest version and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed an autonomous cursor issue after the software update and the second reboot. There was no patient involvement.